Event description:
I was attending on a direct current cardioversion for a male pt with atrial flutter who was on our recently installed phillips monitor system, in our monitored step-down unit. He was on a monitor that I watched during the procedure. After I administered the synchronized direct-current shock, the flutter continued without change. I was surprised by this and started to turn up the energy for another attempt when the monitor then showed the shock and conversion (with a delay of about 5 seconds). There was no harm in this case but the delay was surprising and clearly could cause harm in other situations. For example, during pacemaker threshold testing, we turn down the pacer output until lack of capture is seen in order to find the pacing threshold and then quickly turn back up the output so that there is not a long pause without a heartbeat; with a 5-6 second delay added to the brief pause after loss of capture, a pt would likely lose consciousness and might even experience ventricular fibrillation related to the sudden asystole. I had heard of this problem at another hosp with the same brand monitor. It is clear that the hard-wired monitors do not have such a long delay, but the doctor or nurse taking care of the pt may not be aware whether the pt is on telemetry or not. One expects that the monitor over the pt's head is showing real-time cardiac activity. The company rep told us that the monitor is within accepted standards and that no option is available to correct the problem. Of note, this delay was never mentioned during negotiation for purchase or orientation after the sale. It is noted in the extensive product info provided. Obviously placing a hard-wired monitor is one solution, but this forces the pt to stay in bed and adds risks associated with inactivity. We reviewed this through our qi process at medical center and we have placed signs at each monitor reminding caregivers that a substantial delay may be present when the pt is on telemetry. This is only a stop-gap measure, and I wish we had a monitor that displayed the rhythm over the pt on telemetry with real-time or near real-time display. Furthermore, in my opinion, monitors should be required to provide this clinical service.